Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead were undersensing as a review of the patient¿s interrogation report indicated that there appeared to be undersensing on the ventricular channel during episodes in the vf zone, along with undersensing on the atrial channel during atrial arrhythmias. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.